Event description:
It was reported that during use with this hemisphere oximetry cable, the svo2 calibration was able to be completed without a catheter. Per the customer, the values were displayed on the monitor for a while. There was no trouble shooting performed. There was no patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.